Manufacturer narrative:
Eval summary: based upon the inquiry info received visual functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the customer that they were receiving l3-017 and l3-020 errors when using a loaner holster with their control module. This was used with a fischer table. The case was cancelled and will be rescheduled at a later date. The control module will be sent in for repair.